Manufacturer narrative:
Reason for reoperation: "skin necrosis." No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via nbir "skin necrosis". This relates to the left side. The device was explanted and replaced, it's unknown if will be returned.